Event description:
An article titled "complications and safety of vagus nerve stimulation - 25 years' experience at a single center" was published and the abstract was reviewed, which included adverse events involving 14 vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery. It was reported that patient had an infection needing surgical revision following primary implantation. The patient had generator removal after 181 days, and was reimplanted with another generator after 168 days. After this re-implant, the patient underwent another generator and subtotal lead removal due to infection 50 days after the re-implant. 40 days later, the patient underwent a wound revision, again 10 days later the patient underwent another wound revision. 24 days later, the remaining lead was removed. Patient's first infection is housed in MFR. Report # 1644487-2016-01176.